Manufacturer narrative:
The suction irrigator has been returned and evaluated by the failure analysis team. The instrument was found to have a broken tip at the distal end. The broken piece was returned. Additional observation not reported by site: the instrument was found to have a broken distal pitch cable at the distal end. Also, the instrument was found to have a dislodged snake wrist at the distal end. A dislodged snake wrist could be caused by an accidental drop or other sudden impact.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the suction irrigator came off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the suction irrigator broke off, but no fragments fell inside of patient. A sigmoid colectomy suctioning was being done and the instrument was in use for ten minutes. All fragments were retrieved and confirmed visually. There was no additional surgical procedure required to remove the fragment and no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. The instrument was inspected prior to use and the surgeon is unsure of what caused the issue. The surgeon noticed a difficulty with articulation. The procedure was completed robotically and no injury to patient. The instrument was not removed during the procedure (prior to the breakage).